Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump alarmed for no delivery. Blood glucose reading was 4.5 mmol/l. The alarm persisted with multiple set changes. The reporter had been treating with manual injection. Advised that the used infusion sets and reservoirs will be replaced. Advised to return the unused sets and reservoirs from the same box as the others. Nothing further reported.